Event description:
Customer alleges discrepant results with meter. Physician instructed pt to stop taking coumadin for 3 days after the (B)(6) 2012 result. On (B)(6) 2012, the pt was admitted to the hospital with an inr over 12 and blood in urine.

Manufacturer narrative:
Investigation pending.